Event description:
The customer reported to olympus, the colonovideoscope air or water flow was weak and ineffective. The device was returned for evaluation. During the device inspection, the following reportable malfunction was found: that the nozzle is clogged by an organic, brown-colored material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. An additional issue of whether air or water flow was weak or ineffective was identified during the device evaluation. Device history records: a review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Conclusion: the root cause of the foreign matter remaining in the equipment could not be identified. Also, the foreign matter could not be identified. There was no deviation from IFU on the reprocessing steps for the nozzle, and no physical damage was confirmed at the nozzle. This issue is addressed in the instructions for use (IFU): the cf-hq1100dl/I operation manual, chapter 3, preparation and inspection, describes the detection method. Prevention measures are described in the cf-hq1100dl/I reprocessing manual, chapter 5, reprocessing the endoscope. Olympus will continue to monitor field performance for this device.